Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the value in potassium declined dramatically after 3 day usage. As a result, an alternate device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.